Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The filter was implanted due to a history of deep vein thrombosis with pulmonary thromboembolism prior to total knee replacement surgery. The device was implanted via the right femoral vein and deployed at the level of l3-l4, right above the confluence of the iliac veins. A follow up venogram confirmed excellent position of the filter with no abnormalities. The patient is reported to have experienced clotting, occlusion of the inferior vena cava, and continues to experience anxiety related to the device. As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including but not limited to deep vein thrombosis (dvt), clotting, anxiety and the filter is unable to be retrieved, although there have been no documented attempts to retrieve the device provided. The indication for the device implant was a history of deep vein thrombosis (dvt) with pulmonary embolism (pe). The medical records also note total knee replacement surgery, however; it is unknown if the patient was pending surgery or the surgery had already been performed. The device was implanted via the right femoral vein and deployed at the level of l3-l4, right above the confluence of the iliac veins. A follow up venogram confirmed excellent position of the filter with no abnormalities. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ¿filter embedded in wall of the ivc¿ and retrieval difficulty, could not be confirmed and could not be further clarified at this time. The reported event notes implantation of the filter on or about july 2011; however, the attempted retrieval date or an actual attempt at retrieval, is unknown at this time. Filter occlusion is a known long term complication associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. With the limited information provided it is not possible to determine what factors may have contributed to the reported events; however, the report of the device being embedded may be related to the body¿s natural tendency to endothelialize a foreign object, although without procedural films or post implant imaging it is not possible to determine what factors may have contributed to the reported events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. The exact filter implantation date is unknown. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to deep vein thrombosis (dvt) and the filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A dvt does not represent a device malfunction. The brief noted that the filter was embedded in the wall of the ivc. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported retrieval difficulty, unable to retrieve from the vessel wall, could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Perforation of the vena cava was reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including but not limited to deep vein thrombosis (dvt) and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.